Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
Received information, the patient had a lead revision from a percutaneous lead to a surgical lead. (Reason for revision is not known). During follow up reprogramming, it was reported the nurse switched the implantable neuro stimulator on before cleaning the programmed stimulation settings. With the percutaneous lead, the patient had been using a high amplitude, which was still showing on screen. Therefore, the patient was stimulated with a very high painful level of stimulation and became very distressed. The nurse panicked and was not able to switch the stimulator off because she could not establish good contact between the programmer head and the ins. A colleague had to switch the ins off by using another programmer. The patient was traumatized from this event. A second incident occurred with this patient (reference MFR report # 9614453-2008-04818), but the ipg was explanted and analysis confirmed no abnormalities. It was suggested the patient may be fearful/oversensitive to stimulation due to the original incident and psychological factors may have been involved. Patient was traumatized by the event.